Manufacturer narrative:
Establishment name: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that noisy image occurred during angulation in the up/down direction due to damage to the charge coupled device. The bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and the objective lens and universal cord had discoloration. The water removal ability and air supply volume did not meet standard value due to clogging of the nozzle. There were also scratches noted throughout the device and there was a lack of image on the monitor due to dirt of the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope had image noise. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.